Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness and sweating. The customer called an emergency medical response (ems), upon arriving paramedics gave unspecified treatment to the customer for the issue. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 93 mg/dl was compared to a reading of 54 mg/dl obtained on a built-in reader . The length of sensor wear was 10 day. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.